Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: g3. Initial MDR report tw (B)(4)/medwatch 2249723-2023-00616 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave an ¿iabp may require maintenance¿ message. The unit was swapped out with another to continue therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
H10 additional information: tel - (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse was unable to duplicate the reported issue. However, a power-up test fails code #14 was generated. Logfiles confirmed an code ID#14 " prior compressor failure etf". This is an indicator that the scroll compressor has failed and needed replacing. The fse replaced the scroll compressor ((B)(4)). Performed drive regulator calibration procedure. Performed all functional tests and validated calibration. The iabp unit was cleared for clinical use.

Event description:
N/a